Event description:
As reported by an edwards lifesciences field clinical specialist, a request was received to evaluate a patient for redo transcatheter aortic valve replacement (tavr) procedure approximately 4 years and 11 months post implant of a 29mm sapien 3 valve in the aortic position. Echocardiogram performed 4 years and 10 months post implant showed significant valvular dysfunction with a peak velocity across the valve of 413 cm/sec and a valve area of 0.8 cm2. The patient began experiencing fatigue and shortness of breath which have been progressively worsening. In addition, the patient recently had a near syncopal episode. The patient has also noticed some lower extremity edema. The patient is currently being evaluated for surgical aortic valve replacement procedure (savr) versus tavr, but decision has not yet been made.

Manufacturer narrative:
Investigation is ongoing.